Event description:
The intravascular ultrasound (ivus) catheter was used during a percutaneous coronary intervention (pci) procedure for post 6-8 month follow up of a stent placement in the left anterior descending (lad) proximal approximately lad middle. The lesion was reported to have no stenosis or calcification. The physician experienced mild resistance while inserting the imaging catheter into a y-connector. The ivus was inserted deep into the distal portion of the lad and then pulled proximally by the physician. Auto pullback was initiated from the proximal portion of the lad distal. After imaging successfully, the imaging catheter was removed from the patient. Upon removal, the physician discovered that 8.6cm of the distal tip was missing. Another imaging catheter was inserted into the patient locating the separated catheter tip in the mid portion of the lad middle. The physician attempted to retrieve the separated tip with a snare, however, only a portion of the distal tip (including ro marker) was removed from the patient (approximately 2.5cm). The mid-section of the separated tip (approximately 6.1 cm) remains in the patient. Patient is currently reported to be in good condition.